Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® edta 2k had hair or fibers in the tube. The following information was provided by the initial reporter, translated from japanese to english: fm seemed to be fibers or hair was found inside the tube.

Manufacturer narrative:
H6: investigation summary: bd received one sample and 4 photos for investigation. The photos and sample were reviewed and the indicated failure mode for foreign matter- hair was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that the bd vacutainer® edta 2k had hair or fibers in the tube. The following information was provided by the initial reporter, translated from japanese to english: fm seemed to be fibers or hair was found inside the tube.